Event description:
It was reported during the pt's implant procedure, a laminotomy was performed and the scs lead was difficult to keep in place. Subsequently, a laminectomy was performed. It was also reported the pt experienced bleeding at the lead site throughout the procedure. Moreover, later that day, a hematoma was found at the site and the pt experienced numbness in both of her legs. As a result, the scs lead and scs anchors were explanted. F/u identified the pt's scs ipg was explanted due to the pt needing an MRI. Further investigation identified on (B)(6) 2013 add'l bleeding occurred at the lead site and the pt has lost sensation from t9-t10 down. Further investigation from (B)(6) 2013 identified the bleeding has resolved; however, the pt is still in the ICU. Furthermore, the physician believes the injury is permanent.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.